Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and found minor damage to the outside casing due to customer use preventing the reader from fitting smoothly through the reader letterbox gauge. The physical damage did not impact the functionality of the reader, and it was not attributing factor to customer's complaint. No evidence of too hot to hold or corrosion was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage or corrosion was observed. The returned battery was found to be outside of specification range but it was not a cause of customer's complaint. A new unused battery was used for testing. A power consumption and current draw test was performed, and both were within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.